Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the orange and white (lead 1 & 2) wires being broken at the connector area. The belt did not pass falloff testing. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.